Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, the surgeon fired the first clip and it was fine. Second clip was placed on the artery and it did not occlude properly. The clip was not flush. The clip was replaced and subsequent clips were fine. There were no adverse consequences for the patient reported. One device will be returned. (B)(4).